Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to address the issue. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customers blood glucose level. Reportedly, the customer loaded a new cartridge to resolve the issue.